Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the mother called their doctor for patient who had a skin irritation. For treatment, the patient was prescribed cephalexin. No further details to report.